Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was observed to have a broken hinge. It was further stated that instrument was not conducting energy. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system where, it passed the engagement and recognition test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the continuity test and the electric cautery test. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.